Event description:
Medtronic received a report that a solitaire stent met resistance in the proximal end of a rebar catheter and the stent was not moving forward. Another device was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a middle cerebral artery (mca) occlusion stroke. Mca vessel diameter was 2.5 mm. It was noted the patient's vessel tortuosity was moderate. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient¿s baseline nihss was 6 and tici was 1. After thrombectomy, the patient¿s condition improved to a tici of 3 and an nihss of 5. The same solitaire was used to complete the procedure without replacement. During the procedure, strong resistance was encountered at the middle segment of the catheter; however, no issues were encountered during microcatheter navigation. No kinks or damage were noted on either the catheter or the solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.